Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device has a ¿cycle power¿ error message when charging. There was no reported patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was the battery was aging. The reported problem was confirmed. The device was operational after the battery was replaced. The investigation concludes that no further action is required at this time.